Manufacturer narrative:
Reported event of clip difficult to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01859 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-01860 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-01862 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date during the week of (B)(6) 2014. According to the complainant, during the procedure, the first clip failed to release from the catheter. A second clip was used but it was difficult to release from the catheter and then fell off the tissue. The third clip was able to grasp and lock onto tissue, but was difficult to release from the catheter. The procedure was completed with the third clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.